Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was replaced and the new ipg was placed on a different pocket site. The patient was doing well postoperatively and the explanted ipg was retained by the medical facility and will not be returned.